Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported tip separation appears to be related to operational circumstances of the procedure. Based on the reported information, it is likely that manipulation during the procedure likely caused the tip to kink or become damaged resulting in the tip separation. Additionally, the reported treatments appear to be related to the operational circumstances of the procedure as the procedure was delayed due to failed attempts to snare or retrieve the separated tip and remains embedded in the coronary sinus. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to place a cardiac rhythm management implant. The whisper guide wire tip separated and remains embedded in the coronary sinus. A clinically significant delay was reported as the physician was unable to successfully snare or retrieve the wire tip. There was no adverse patient sequela reported. No additional information was provided.